Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring. However the test reservoir was held inside of the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated the rubber ring in the reservoir was broken and fell out and so reservoir does not hold in. Troubleshooting was done. Customer' blood glucose was 130 mg/dl. The customer was advised that the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.